Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported difficult to deploy and single leaflet device attachment (slda) appears to be related to difficulty retracting the actuator knob. However, a definitive cause for the difficulty retracting the actuator knob cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to deploy the clip and clip detachment from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve without issue and the clip was implanted successfully. A second the clip delivery system (cds) was advanced and the clip was placed with good mr reduction. During clip deployment, the mandrel could not be retracted to release the clip. After several attempts and tugging on the cds and moving the actuator knob, the clip was able to be deployed successfully, reducing the mr to 1. After deployment, the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). The mr slightly increased to 2. The decision was made to end the procedure as mr reduction was satisfactory. There was no reported adverse patient sequela or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.